Event description:
Information was received indicating that while in use of a smiths medical cadd cassette, a cassette not attached properly remove cassette and reattach alarm was noted. It was also reported that leak was noted above the luer lock connection, preventing medication administration. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. One video was attached to the complaint. Video was reviewed and showed a cassette product connected to an extension set. In the video a leak is detected in the union between female luer and extension set. Complaint is confirmed. Root cause is lack of solvent by not following the procedure in manufacturing. Actions were taken to mitigate the reported issue: solvent pot dispensers were replaced due some dispensers were detected with damaged, cause by the use time. No problems or issues were identified during this device history record review.